Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that there was a report that after being stuck in the valve, the helix mechanism broke on this lead. No adverse patient effects were reported.